Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was bent in the heavily calcified, heavily tortuous and 100% stenosed anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported activation deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a chronic total occlusion in the superficial femoral artery. The 5.0x120mm supera self expanding stent system (ses) was advanced to the target lesion over a .014 guide wire. After approximately 5cm of deployment, advancement using the thumb slide became difficult and deployment could not be performed as expected. Deployment was therefore abandoned, and the partially deployed supera was withdrawn from the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.